Event description:
Approximately four months after a coronary drug eluting stenting treatment procedure, the pt was found to have an aneurysm. Approximately one year ago, the pt had a 2.5 x 13 mm bare metal stent placed in the mid-lad. 2/2004, pt was treated at another facility for a "heart attack." A cypher drug eluting stent (unknown size) was placed in the distal rca. Pt was found to have "moderate disease" in the lad. The pt was released, but returned a month later for intervention on the stenosis in the lad in the vicinity of the previously placed bare metal stent. Intervention consisted of predilation of the stenotic area, and placement of a taxus express2 8.8% 2.5 24 mm drug eluting stent overlapping the old bare metal stent distally. The physician also placed a taxus express2 8.8% 3.00 x 16 mm drug eluting stent overlapping the old bare metal stent proximally. The two taxus stents were not overlapping each other. While in the hospital, the pt showed signs of bacteremia, but this diagnosis was never confirmed. The pt was released from the hospital but four days later, the pt was readmitted with a fever, chills and confirmed bacteremia. No source of the infection was found. The pt was released following 6 weeks of antibiotic treatment. Five mos later, the pt presented to the emergency room with chest pains. Pt was taken to the cath lab where pt was found to have an aneurysm in the taxus express2 8.8% 3.00 x 16 mm drug eluting stent in the lad. The taxus express2 8.8 2.5 x 24 mm drug eluting stent which was placed overlapping the old bare metal stent distally did not show any signs of aneursym. The pt was taken to surgery 4 days later for coronary bypass surgery. The surgeon successfully removed the taxus express2 8.8% 3.00 x 16 mm drug eluting stent along with a portion of the tissue which was sent for analysis. The pt is reported to be in good condition.